Manufacturer narrative:
(B)(4). Tibia cemented 5 degree stemmed right size e; catalog#42532007102; lot#65199572; femur cemented posterior stabilized (ps) narrow right size 7;catalog#42500006202; lot#65139649; articular surface fixed bearing constrained posterior stabilized (cps) right 14 mm height; use with tibia sizes e-f / ps femur sizes 6-9; catalog#42522600714; lot#64945522; stem extension tapered cemented 14 mm diameter +30 mm length; catalog#42557000114; lot#65264429; all poly patella cemented 32 mm diameter; catalog#42540000032; lot#65134405. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has been revised approximately 1 month after the initial surgery due to staph aureus infection. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product was not returned for investigation. Therefore a device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.